Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060m (B)(6); product type: 0191-extension; implant date (B)(6) 2024 brand name sensight; product ID b3400060 (B)(6); product type: 0191-extension; implant date (B)(6) 2024 brand name sensight; product ID b3301542 (B)(6); product type: 0200-lead; implant date (B)(6) 2024 brand name sensight; product ID b3301542m (B)(6); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that starting 4 days ago they began to have shocking/tingling at the lead/extension site. The caller states pt noted no falls, no trauma and pt is still having symptom control. The caller states she met with pt and ran impedances with pt moving head up/down/left/right and impedances all check out, look good. Rep mentioned pressing on 'that area' as well. The pt noted that the pt feels this sensation when the ins is off. Agent and caller discussed having the managing physician evaluate.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that it was unrelated to the patient's dbs. It was nerve issues on the patient's scalp, which was confirmed by the hcp. ***this event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Due to gch functionality, the complaint flag cannot be flipped to 'no' as a regulatory report exists in this pe***